Event description:
On (B)(6) 2014, customer phoned ameda stating her purely yours breast pump began having a gradual decrease in suction starting 1 week ago. Customer developed right breast mastitis on (B)(6) 2014 which was treated with antibiotics. Customer has been exclusively pumping with the purely yours breast pump for 3 weeks.

Manufacturer narrative:
Product was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.